Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #3005168196-2019-01441 MFR report: 1. Section h. Box 5. Labeled for single use? 2. Section h. Box 8. Usage of device. Results: the pump max power inlet was loose. Conclusions: evaluation of the returned pump max revealed a functional device. During functional testing, the pump max was able to power on and achieve a vacuum pressure within specification. The reported complaint could not be confirmed. The two catrxs and two canisters were not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Further evaluation revealed a loose power inlet. This damage was likely incidental to the complaint. Penumbra pumps are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01437; 3005168196-2019-01438; 3005168196-2019-01439; 3005168196-2019-01440.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01437, 3005168196-2019-01438, 3005168196-2019-01439, 3005168196-2019-01440.

Event description:
The patient was undergoing a thrombectomy procedure in the circumflex artery using an indigo system cat rx kit, an indigo pump max canister (canister), a pump max canister (canister), and a penumbra system aspiration pump max 110 (pump max). During the procedure, the physician advanced the indigo system catrx aspiration catheter (catrx) into the target vessel, connected the pump max and initiated the aspiration; however, no vacuum was produced. Therefore, the catrx and canister were removed. The physician then placed a new catrx and canister; however, the same issue occurred. Therefore, the system was removed. The procedure was completed using another thrombectomy device. There was no report of an adverse effect to the patient.